Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 240 units of insulin. Additionally, it was reported that a cartridge alarm (alarm 25) occurred during the load sequence. The cartridge was reloaded onto the pump resolving both issues. Blood glucose level ranged between 115-128 mg/dl.